Event description:
It was reported that atrial lead dislodgement was observed during a routine post-operative examination. On (B)(6) 2015 the lead exhibited loss of capture. The lead was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).